Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy. There were no falls/trauma that could be related to the issue. This was considered a gradual change in therapy/symptoms. The patient was in the hospital because the area around her device was burning and they felt shocks above the device. The patient had been vomiting all day on (B)(6) 2015, they were not able to hold anything down, and was in pain. The problems with her stomach started on (B)(6) 2015 when they got sick. It felt like their device was sending their stomach into spasms. The device was shut off for their chemo port surgery and it was turned back on about a month later on (B)(6) 2015. Normally, when they turn it back on, the nausea would go away after a few hours. However, when they turned it back on, everything started happening and it got progressively worse since (B)(6) 2015. Now it was like it was before the surgery. The health care professional (hcp) office was closed and the hcp was unreachable. She was going to go in to see the hcp on (B)(6) 2015. The patient was going t o consult with the hcp at the emergency room that she was at. The indication-for-use (IFU) was gastric stimulation and gastrointestinal/pelvic floor. No outcome, cause, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow -up report will be sent.

Event description:
Additional information received from the healthcare provider reported the patient was no longer complaining of shocking, but the etiology was unclear. Troubleshooting noted for the vomiting, stomach pain, spasms, and shocking included routine history, physical examination, and device interrogation. The action/intervention taken was ¿routine¿ clinical care. No further information was reported. An additional follow up report will be sent if additional information is received.